Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a minicap transfer set could not be closed completely which caused leak. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition was verified during visual inspection and functional testing. The cause was determined to be broken occluder feet. An assignable cause of the broken occlude feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.